Event description:
It was reported that the field representative called regarding this patient with a cardiac resynchronization therapy defibrillator (crt-d) as there were observations of farfield oversensing. The patient will be evaluated in the clinic for troubleshooting. At this time, the device remains in service. No adverse patient effects were reported.